Event description:
Healthcare professional reported "pain, shape disfiguration, and rupture" on the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Rupture: observed broken on posterior side assessed as an unidentified (tear) opening (shell thickness within specification). Additional observations: red particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain that does not heal for 6 months, stinging, shape disfiguration"; rupture diagnosed at explant surgery.

Event description:
Healthcare professional reported "pain, shape disfiguration, and rupture" on the right side. Device has been explanted.